Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
The post implant x-ray was unremarkable and subject was admitted overnight for observation per normal procedure. Patient developed shortness of breath overnight and repeat x-ray showed left sided pneumothorax. A chest tube was placed at this time. Subjects symptoms improved over the next day. Chest tube was removed on (B)(6) 2018 and subject was discharged home in stable condition. Subject has had no further issues since discharge.